Event description:
It was reported that during an unspecified surgery, it was observed that the motor device ¿stopped working¿. As a result, there was a four minute delay to the surgical procedure. An identical spare device was available for use. There was patient involvement reported. However, there were no reports of injuries, medical intervention or prolonged hospitalization. The date of event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.